Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a "jet" of blood flow created like a paravalvular leak. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the pvl remains indeterminable; however, patient and procedural factors likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient presented eight weeks post implantation of a 27mm pericardial aortic valve with fatigue and a prominent pulsation. An echo demonstrated a moderate periprosthetic leak and aortic regurgitation. The patient also presented with haemolytic anaemia related to the aortic regurgitation and periprosthetic leak. There was indication that an intervention will take place but the exact surgical approach has not been determined and it is not scheduled at this time. The valve remained implanted. As reported, the initial implantation of the device was uneventful. Intra-operative transesophageal echo demonstrated the valve to be well seated with no obvious pvl. The patient was returned to ICU in stable condition.

Event description:
Edwards received additional information that this pericardial aortic heart valve was explanted after an unknown implant duration. During follow-up, it was learned the patient had been re-operated on by another physician at a different location. A bioprosthetic aortic valve was used in replacement and there were no complications noted. Per the initial implanting physician of the 27mm valve, the cause for the initial pvl and regurgitation was annular dilation due to pure aortic insufficiency. Pure ai contraindication discussions were conducted after the initial case.

Event description:
Through further investigation, it was learned that this pericardial aortic valve was explanted after an implant duration of approximately three months and 25 days.